Event description:
A surgeon reported that the gantry moved down unpredictably after the laser was keyed off. There was no pt involvement or injury.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).